Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ ii advance plus blood collection tubes experienced molding defects, yet the devices could still be used. The defect was noted prior to use. The following information was provided by the initial reporter: the customer reports that within a pack of 100 tubes material number 368968 lot 9007823, it was found a minimum quantity (6-7) of test tubes with obvious manufacturing defect.

Manufacturer narrative:
Investigation: investigation summary: the customer's indicated failure mode for collapsed tubes with the incident lot was observed in the pictures provided by the customer's facility. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Note that there are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. Mildly collapsed tubes will retain vacuum and only show minimal deformation. Mildly collapsed tubes will draw appropriately, but may not be able to be processed on laboratory instruments (e.g. May be slightly bowed and no longer fit in a rack). As long as the vacuum is retained and the tube fills appropriately, the tube will function properly. Fully collapsed tubes appear flattened, twisted, and visibly deformed. Fully collapsed tubes retain little or no vacuum and therefore cannot be drawn to an appreciable volume. These tubes are easily identified before use by the healthcare worker, so there is no potential impact to the patient. Whilst samples have been have been requested in support of this complaint the attached photograph more than adequately confirms the defect and allow this investigation to be completed. If on receipt of the samples they do not support the original decision, the complaint will be reopened and re-investigated. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for collapsed tubes with the incident lot was observed. This complaint investigation was conducted under the premise of a previously investigated issue specific for collapsed tubes, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Whilst samples have been have been requested in support of this complaint the attached photograph more than adequately confirms the defect and allow this investigation to be completed. If on receipt of the samples they do not support the original decision, the complaint will be reopened and re-investigated. Root cause description: this complaint investigation was conducted under the premise of a previously investigated issue specific for collapsed tubes, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ ii advance plus blood collection tubes experienced molding defects, yet the devices could still be used. The defect was noted prior to use. The following information was provided by the initial reporter: the customer reports that within a pack of 100 tubes material number 368968 lot 9007823, it was found a minimum quantity (6-7) of test tubes with obvious manufacturing defect.